Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgery implanted a micl12.6, -10.0 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. Three weeks after the implantation, the iop was noted to be 29. The iop was slightly asymmetric a week prior by 5 but within the normal limits. Gonioscopy was completely open. The vault was 400. The pi's were patent and functioning. Dilated exam was normal and no drop in iop following dilation. The patient was on bid pred forte and this was thought to be the cause according to the surgeon. After two days of discontinuing the pred forte, the patient's iop was 17. The problem was resolved. Ucva is 20/20, iop normalized, and patient is happy.